Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0955-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Event date: (B)(6) 2021. The customer reported that the insulin pump had a keypad anomaly, the keys are not working properly. The customer also reported that he is unable to hear the insulin pump beep when it alarms and that the meter is not communicating with the insulin pump. Functional testing to be performed/completed: the insulin pump was received with a scratched case, a pillowing keypad overlay and a cracked retainer. The test p-cap/reservoir does lock properly inside the reservoir tube. The insulin pump passed the keypad voltage test, displacement test, sleep current measurement, active current measurement and self test. The insulin pump was programmed with contour next test glucose meter. The insulin pump connected successfully to the test meter and displayed ¿bg meter connection successful¿. No unexpected bg meter communication errors or anomalies noted during testing. The insulin pump history file/traces download was successful using thus and carelink upload was successful. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specific range. No unexpected battery power loss or replace battery alert or replace battery now alarm noted during the testing. There was no power error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarm recorded in the formatted history files on the event date: (B)(6) 2021. However, low battery alert was recorded and found in the formatted history file on: (B)(6) 2021 alarm alert notification, replace battery alert on (B)(6) 2021 alarm alert notification, (B)(6) 2021 alarm alert notification, replace battery now alarm on (B)(6)2021 alarm alert notification, (B)(6) 2021 alarm alert notification and power loss alarm on (B)(6) 2021 alarm alert notification and (B)(6) 2021 alarm alert cleared. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio anomaly, absence of audio alarms or pump error 63 alarms in the formatted history noted during testing. All buttons functioning properly. No damage in the keypad assembly. The insulin pump was cut open to perform visual inspection and it was verified that the keypad connector on electrical board 1 was locked properly. No loose electronic components or moisture damage found on the electronic assembly, force sensor, motor and vibrator assembly noted. Failure analysis summary: the insulin pump buttons are functioning properly. No keypad anomaly noted. No unexpected battery power loss or replace battery alert/replace battery now alarm noted. No unexpected audio anomaly or absence of audio alarms noted. The bg meter communicates properly with the insulin pump. No unexpected bg meter communication errors or anomalies noted. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a keypad anomaly. Customer stated that keys were not working properly. Customer stated that they did not hear any alarm. Customer stated that insulin pump was neither dropped or bumped nor exposed to moisture. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.